Manufacturer narrative:
(B)(4). The embolic protection system was returned with blood and saline on the retrieval tray. Only the retrieval catheter (rc) and retrieval tray were returned. There was no damage noted to the rc. The proximal end of a new stylet was advanced through the guide wire exit port of the retrieval catheter to reveal any reported foreign material inside the tip. There was thick white foreign material present on the proximal end of the stylet, in length of 1 millimeter. The substance was sent for chemical analysis; however, the results were inconclusive as it appears that the substance was not present on the stylet during the analysis. The results did not find the substance present when running the scan and the results suggest that such surfactant is found on the surfaces of the (B)(4) type bags the sample was received for testing in. After further discussion with manufacturing engineering and based on the image of the substance, it was determined that the material observed was likely perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis, there is no indication of a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no other incidents reported for this lot. As part of the manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during preparation and flushing of the recovery catheter of the emboshield nav6, there was a white lubricant looking material noted in the distal tip. The device was not used in the patient. Another same size and lot number emboshield nav6 was chosen and appeared to have the same issue. That device was flushed, which removed the material, and the device was used to complete the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the embolic protection system was returned with blood and saline on the retrieval tray. Only the retrieval catheter (rc) and retrieval tray were returned. There was no damage noted to the rc. The proximal end of a new stylet was advanced through the guide wire exit port of the retrieval catheter to reveal any reported foreign material inside the tip. There was thick white foreign material present on the proximal end of the stylet, in length of 1 millimeter. It was determined that the material observed was perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing, and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis, there is no indication of a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. As part of manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second emboshield nav6 is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.